Event description:
It was reported that the trial was found broken when assembling the tray. It was not used in the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the hex feature was found to be fractured with all pieces returning. Sem analysis shows that there is a bend fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is confirmed a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.